Manufacturer narrative:
Product complaint # (B)(4). Additional information: h10. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a procedure on (B)(6) 2025. On the surgery date the surgeon used a product that the doctor had used in a previous surgery on patient. Surgery site was not healing properly. There was no reason for this they could discern everything was clean. It was not infected but the wound was not closing. About on (B)(6) 2025, the patient's hand began to swell and become extremely pink and then stuff started to come out like jelly first it was just a couple pieces then it was a lot. This went on for about two weeks of extreme pain and leakage from the wound and this jelly-like substance coming out after speaking to the surgeon, the doctor believes it is their product that did not dissolve. They believe this was possibly a bad batch. Patient had the same thing on the other hand with no problems now patient has to go in for a second surgery to clean out our product. This is delaying healing and completely starting over the healing process now that he has to have another surgery to clean this out.

Manufacturer narrative:
Product complaint #: (B)(4). D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.